Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0218635250, implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving baclofen (2000 mcg/ml at 1500.4 mcg/day) via an implantable infusion pump. It was reported the patient had a catheter dye study booked. The event date was reported to be (B)(6) 2021. It was stated no interventions occurred. It was also stated surgical intervention did not occur nor was planned. There were no known contributing factors to the issue. It was unknown if the issue was resolved. There were no reported patient symptoms. The patient status was alive - no injury. Further complications were not reported. Additional information was received. The catheter dye study was booked to determine the catheter tip location following a reduction in the therapy¿s efficacy. An x-ray was performed prior to the catheter dye study which confirmed that the catheter was no longer in the intrathecal space. The cause of this was unknown. The catheter dye study was cancelled and the patient had surgical intervention scheduled [planned]. However, it was indicated they were a patient in the public system and the date of the surgery was currently undetermined.